Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing chest pain. A possible loss of capture was noted. Device interrogation revealed an increase in capture threshold on the right ventricular lead. Other electrical values were normal. The chest pain was noted to coincide with the increase in capture threshold and was thought to be caused by an unrelated event. The patient was determined to be in atrial fibrillation. The lead was capped and replaced during a system downgrade procedure on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.